Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the insulin pump had a no delivery alarm. Blood glucose level was 282 mg/dl. The customer's mother stated that they have tried all remedies but issue was not resolved. The device was returned for the analysis.